Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient's recharger was not working. The caller clarified that they were not seeing the stimulation on icon. The caller reported that the patient was shaking and could not even walk. The caller reported that the patient was charging the ins and had good coupling and the ins battery was full. The caller reported that the patient did not have a patient programmer but they contacted the healthcare provider and they said they would order the patient one. The caller reported trying to turn stimulation on by pressing the 2 black buttons, then the green button. The caller reported that after being walked through how to turn stimulation back on using the recharger, they were successfully able to turn stimulation on. The caller reported that after turning stimulation back on the patient was doing better and troubleshooting resolved the issue. No further patient complications have been reported as a result of this event.